Event description:
The facility sent the infusion pump in for service. The baxter service technician reported an 810:02 failure code found in the event history. The facility's biomedical engineer stated there was no record of any patient incident involving the pump since the last baxter service event. Although attempts were by baxter to obtain additional information from the reporting facility, details were not available regarding the patient status, medical intervention, patient injury, age of patient, medication involved or the setup of the infusion device. No additional contact information was provided.